Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the complaint due to the error occurring intermittently. Fse resolved the complaint by adjusting the sorter tip pickup head by lowering the z-axis to go lower into the tip. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on 18feb2022. A complaint and service history review for similar complaints was performed from installation date 18feb2022 through aware date 17feb2023. There were two other similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2207) no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the misalignment of the tip nozzle.

Event description:
A customer reported error message ¿2207 no tip acquired by sorter¿ occurring intermittently on the aia-2000 analyzer. Prior to the call, the customer replaced the tip trays with full trays and seated them down. The customer restarted the analyzer and performed a software reload per technical support specialist (tss) instructions, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.